Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer report via phone call indicating that they had sensor anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the sensor cannula appeared bent. The customer stated it happened with 5 sensors of this package. The customer was advised that we would sent replacement.